Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of a stent shaft break.

Event description:
It was reported that a percuflex plus ureteral stent was going to be used in a procedure; however, when the device was unpacked, it was found to be fractured. Another of the same device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a stent shaft break. Block h11: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the stent shaft, detached bladder coil, and torn tip was likely caused by operational factors during the procedure. The device itself passed all manufacturing specifications and inspections, with no abnormalities detected during assembly. The analysis found that the stent's shaft break, coil detachment, and tip tear were likely a result of the retrieval line being removed with excessive force. If the retrieval line is removed prior to or during placemen, applying too much force can cause damage to the stent, leading to detachment or tearing of the components. The device was manipulated, and the problem seems to have occurred during preparation or prior to the procedure, indicating that the problem was more related to how the device was handled rather than a fault in the device itself. The device was manipulated, and the problem seems to have occurred during preparation or prior to the procedure, indicating that the problem was more related to how the device was handled rather than a fault in the device itself. As a result, the most probable cause of the adverse event is adverse event related to procedure.

Event description:
It was reported that a percuflex plus ureteral stent was going to be used in a procedure; however, when the device was unpacked, it was found that the stent was broken into two pieces from the middle. Another of the same device was used to complete the procedure. No patient complications were reported.